Event description:
Health care professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow particles inner the shell and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior, crease fold and wear abrasion. The leak test is not performed because the opening is extended. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage.

Event description:
Health care professional reported a right side deflation. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported a right side deflation. Device remains implanted.